Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 48 retain samples underwent visual inspection and no defects were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode: breaks off during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device, the hub of one device snapped off when using to transfer blood from syringe to blood culture bottle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood transfer device, the hub of one device snapped off when using to transfer blood from syringe to blood culture bottle. No adverse impact was reported regarding the patient or user.